Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, discomfort, and dissatisfaction due to the device not inflating properly. The physician reported that the pump bulb remained collapsed and did not allow satisfactory inflation of the prosthesis. Troubleshooting maneuvers were attempted without resolution. The physician believed that this mechanical issue may have contributed to the pain and discomfort of the patient. The option of a revision or replacement surgery will be evaluated. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established, so a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, discomfort, and dissatisfaction due to the device not inflating properly. The physician reported that the pump bulb remained collapsed and did not allow satisfactory inflation of the prosthesis, and troubleshooting maneuvers were attempted without resolution. A surgical procedure was performed in which a kink in the tubing connecting the reservoir to the pump was identified, which prevented fluid flow between the components. The reservoir was repositioned, the tubing was trimmed, and the system was reconnected. There were no further patient complications reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100746479. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of discomfort, pain, device operates differently than expected, inflation issue and collapsed/dimpled/ flat was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established, so a conclusion code of unable to exclude device problem was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain, discomfort, and dissatisfaction due to the device not inflating properly. The physician reported that the pump bulb remained collapsed and did not allow satisfactory inflation of the prosthesis. Troubleshooting maneuvers were attempted without resolution. The physician believed that this mechanical issue may have contributed to the patients pain and discomfort. The option of a revision or replacement surgery will be evaluated. There were no further patient complications reported.